Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that it's not working. Caller stated that the remote and the recharger don't work together. Caller added that the controller keeps saying it can't find the device no matter where they put the cable. Caller texted medtronic rep last saturday. Agent walked caller through removing the battery pack. Caller inserted the battery. Caller then connected recharging antenna and confirmed poor recharge quality. Caller confirmed that they can feel where the implant is located. Agent had caller clean the pins and blow into the controller charging port. Caller tried to connect to the implant again, but kept getting poor recharge quality. The issue was not resolved. A request was sent to the repair department to replace the recharger. Sent an email to registration to update caller's date of birth. No symptoms were reported. Patient called back and received the replacement recharger but they would still get no device found. Agent reviewed information. During the call there were no damages in the controller port. Patient reset the controller and plugged the recharger. Patient got 35/45/53 and agent advised patient to adjust the paddle. The highest patient got was 87 on passive recharge. Patient was able to get to their batteries screen but the quality kept going from excellent to poor to no device found, back to reposition, good, to orange, even though the patient was not moving. Patient mentioned this never happened before. Patient also mentioned they didn't use the belt and the belt didn't work for them. Agent closed case additional information was received from patient stating they had received a replacement recharger and they still had issues charging implant, so they were then sent a new controller, but the battery did not fit the controller, so they sent the new replacement controller back, and the charging issues are still persisting. Agent asked, patient confirmed they were still using original controller. Agent reviewed back battery cover procedures. Patient repeated how no matter what they do, they see no device found and poor recharge quality. Agent reviewed meaning of no device found. Patient stated they had been recharging for 1.5 hours and they still saw poor recharge quality constantly. Agent had patient reset controller and start charge session, but all patient can see is poor recharge quality with a yellow light. Patient stated they had no falls or trauma, but stated the implant is not flat, due to scar tissue. Agent sent repair request to re-order controller and told patient to call healthcare provider to evaluate implant site if issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) product type recharger product ID 97745nt lot# serial# (B)(6) product type programmer, patient product ID m943899a lot# serial# unknown product type accessory product ID 97745 lot# serial# unknown product type programmer, patient product ID 97755 lot# serial# unknown product type recharger product ID 97745 lot# serial# unknown product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.